Manufacturer narrative:
(B)(6). Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient's dbs implant was changed on 2016 (B)(6) , and they had to come back for repeat surgery to have it changed again on 2016 (B)(6) because it was not working. It was stated that the "generator" should not have to be changed this frequently. The patient's indication for implant is unknown.